Manufacturer narrative:
(B)(6). The field service engineer (fse) was unable to duplicate the reported problem. The reported issue was unable to be duplicated no repair was done, the unit functions without issue. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator shut down due to battery didn't last very long.the customer reported the device was not in use on patient.